Manufacturer narrative:
Sterile part: part: 04.211.040s, lot: 7l65535, manufacturing site: (B)(4), supplier: (B)(6), release to warehouse date: 14.dec.2020, expiry date: 01.dec.2030, since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 04.211.040, lot: 78p6550, manufacturing site: (B)(4), manufacturing location: (B)(4), manufacturing date: 19-nov-2020, part number: 04.211.040, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm, lot number: 78p6550 (non-sterile), lot quantity: (B)(4). Ten pieces were scrapped in cell, mill shaft threads, due to a minor diameter dimensional failure. Production orde traveler met all inspection acceptance criteria apart from the ten pieces noted. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.040.999, 2.8mm ti screw blank 40mm 02.7 variable angle w/sd8, lot number: 68p2542, lot quantity: (B)(4). (B)(4) pieces were scrapped in cell, warm head blank, as machine warm up (B)(4). Production order traveler met all inspection acceptance criteria apart from the (B)(4) pieces noted. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for an olecranon fracture. The surgeon fit the variable angle drill guide (03.133.007) firmly into the screw hole, drilled and inserted the screw into the screw hole where the plate is curved. At the time of final tightening of the screw, the screw continued to roll without locking. The screw was left in place at the discretion of the surgeon, and the surgery was completed without any surgical delay. Concomitant device reported: variable angle drill guide (part# 03.133.007, lot# unknown, quantity 1). This report is for one (1)2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. This is report 2 of 2 for (B)(4).